Event description:
The patient reported loss of power to the pump following a lightning strike outside. Evaluation confirmed loss of power in pump history.

Manufacturer narrative:
There is no adverse event associated with this complaint. The patient reported loss of power to the pump following a lightning strike outside. Loss of power was confirmed in the pump history. Evaluation demonstrated that the pump was operating within required specifications, and power circuit was functioning properly.